Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, a repeated recoverable error on universal surgical manipulator 1 (usm) was displayed. Live logs showed errors 23210, and 23202 on armnet 1. The staff had disabled armnet1 prior to calling in, and was able to proceed without usm 1. The intuitive surgical, inc. (Isi) technical service engineer (tse) instructed the staff that their isi field service engineer (fse) will have to come out to troubleshoot the system. The staff stated this was the last case for today. The procedure was completed with no reported injury. Three attempts have been made to obtain additional information from the customer concerning the reported event with no success. This complaint will be classified based on the provided information at this time.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the set up joint (suj) due to repeating recoverable error 23210. The system was tested and verified as ready for use. Isi has received the suj part, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. A review of the site's system logs for the reported procedure date was conducted by the isi technical support when the customer called for support. Investigation revealed multiple errors 23210 and 23202 occurred on usm 1 during the surgical procedure that were related to the reported complaint. Per the procedure log review, it was confirmed that on (B)(6)2022. , a nephrectomy procedure was performed on system serial #(B)(4). This complaint is reportable due to the following: it was reported that during a da vinci-assisted partial nephrectomy surgical procedure, a repeated recoverable error on universal surgical manipulator 1 (usm) was displayed. A usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Manufacturer narrative:
Refer to the following fields for additional information: g3, g6, h2, and h3 refer to the following fields for evaluation information: h6, and h10 intuitive surgical, inc. (Isi) received the set up joint (suj) involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate nor confirmed the customer reported complaint. The unit was moved to patient side cart (psc) fixture test platform (pftp) machine and passed all tests. Procedure logs were reviewed and confirmed errors on the unit pointed to motor voltage.

Event description:
Refer to h10/h11 for follow-up information.